Event description:
Surgery nurse reported that the cassette was leaking during surgery. Surgery was completed uneventfully. No patient harm reported.

Manufacturer narrative:
The investigation is in progress. A sample is not expected to be returned. A root cause has not been identified. (B)(4).